Event description:
It was reported that the reservoir leaked. Five reservoirs have leaked. Customer notice moisture on her hands when she connected the infusion set and reservoir. The blood glucose reading is 127 mg/dl. Leak is past second o-ring. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.